Manufacturer narrative:
The device was not returned to mmdg so no evaluation could be performed. During the follow up call with a mmdg clinician, the initial reporter advised that they had been using the same set for six days. The clinician advised that sets are only meant to be used for a maximum of 72 hours and that the set becomes worn, which can cause the replace set 3 alarms they experienced. This report is being filed for the nine hour delay that the initial reporter disclosed during the call with mmdg.

Event description:
The initial reporter stated that the pump was alarming "replace set 3". The patient did not trouble shoot the alarm, or use an available back up pump, so the alarm resulted in a nine hour delay of therapy. Mmdg followed up with the initial reporter, who stated that the nine hour delay in the patients dobutamine infusion, did not result in any adverse effects and that the patient was fine. (B)(4).